Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the priming process. The patient's blood glucose at the time of incident was 251 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The customer was unable to exit the "preparing to prime" loop. The insulin pump was not bumped, dropped, or exposed to moisture. The drive support cap appeared flushed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
No unexpected failed battery test, occlusion, no delivery or battery out limit alerts were noted during testing. The pump passed the self test, off no power, unexpected restart, displacement and rewind tests. The operating currents were within specification. The pump gave a compromised force sensor system alarm during the basic occlusion test and was unable to prime during the prime test due to a loose/protruded drive support disk. The pump also had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a broken belt clip slot.